Event description:
It was reported that this patient received an inappropriate shock after turning on the seat heater in his car when the seat was wet. The local boston scientific sales representative confirmed electromagnetic interference (emi) and the patient is going to be monitored. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.